Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
The clinic reported that a laser vision correction patient had treatment on (B)(6) 2013 and first returned back 4 months post procedure with tissue erosion on both eyes. Patient reported that it happened somewhere in (B)(6) 2013 and that he saw an outside optometrist. Account is reporting patient experienced loss of best corrected visual acuity (bcva). Right eye bcva pre op 20/20; post op 20/30; left eye bcva pre op 20/20; post op 20/50. Patient complained of fuzzy vision with glare, halos, dry eye and slight diplopia in both eyes.